Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
When removing the pattie from the surgical site, it was noted that the pattie was no longer attached to the string. The pattie was eventually located and removed from surgical site. The pt is stable and no adverse event reported for this complaint.